Event description:
Pump does not give an option of stop/start. Patient had a back up pump. Patient switched to back up before calling us; no harm to patient was done. Dates of use: from unknown to current. Diagnosis or reason for use: pah.